Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 1000 mcg at 1049.5 mcg via an implantable pump for unknown indications for use. It was reported that the pump was possibly malfunctioning. It was further reported that the managing physician stated that the pump was not providing therapy. The hcp wanted to explore the pump and catheter. The neurosurgeon operating decided to change the whole system to a brand new system (pump and catheter). A dye study was also performed (dates unknown). The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.